Manufacturer narrative:
The pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. The pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was 275mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.